Event description:
Pt self extubated her self on august 9/96. The event occurred in a four bed ICU, one rn was in an isolation room with the doors closed. A second rn was caring for a pt in the adjacent room and did not hear the alarm activate. The nurse supervisor was walking into the ICU and heard the alarm and initiated a code. The pt was a 75 yr old female with a diagnosis of chf, renal failure. Resuscitation was not successsful and the pt expired.